Manufacturer narrative:
(B)(4) date sent: 8/12/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide more details for "stapler would not release and stayed compressed"? 2. Was the firing sequence started but not completed? If yes: 3. Did the device deliver any staples? 4. If yes, were the staples formed properly? 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 6. Were there staples missing from the staple line? 7. Did the device cut? 8. If yes, was the cut line complete? 9. If yes, was there any issue with the cut line 10. Was there any difficulty opening the device jaws? 11. If yes, what steps were taken to open the jaws. 12. If the jaws could not be opened, how was the device removed. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. The device opened and closed without any difficulties noted. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 724c67, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure; when firing the third load, the stapler would not release and stayed compressed on liver vessel. Had to ¿force¿ to open the stapler. Staple load is included. There was no patient consequences reported. Unknown if procedure was completed successfully. Unknown surgical delay.